Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported the attempted implant of an impella rp device for mechanical circulatory support (mcs) to a patient with cardiogenic shock from an acute myocardial infarction was unsuccessful as the impella rp was unable to cross the valve. Amplatz and lunderquist wires were added without success as the physician was still unable to cross the valve with pigtail of impella rp. Two kinks developed in shaft decreasing push ability. The decision was made to hold the impella rp implant, manage the patient's condition with medications, and reassess. The patient was eventually supported with an impella rp flex, which was successfully implanted the following day. The patient was reported to be stable following the event.

Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. The root cause of the delivery issue was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the kinked cannula is the result of delivery issue.